Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: failure to obtain hemostasis. Covered stent was used. Calcification location in vessel was reported as distal.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate the radiopaque lock located near the bifurcation and bleeding present. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Arteriotomy noted as 6.6mm x 7.6mm, calcification distally, and a deployment depth of 6.5cm. Micropuncture and ultrasound were utilized to gain a distal positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was not achieved, a covered stent was deployed; and the patient was reported as fine. The root cause for the extended hemostasis requiring a covered stent is likely due to the manta deployed distal to the bifurcation. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. However, it is inconclusive due to no information available regarding the initial and deployment procedures or patient conditions and environment, the root cause is undeterminable. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the IFU precautions to assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.